Event description:
Info received indicates that the duran ring was removed and replaced with autologus pericardial annuloplasty. Central regurgitation was indicated by echo prior to explant. Pannus overgrowth along inner ring with fibrocyte between ring and host tissue was noted. The pt expired 7 days post reoperation due to heart failure.